Event description:
It was reported that patient underwent total knee arthroplasty in 2006. Subsequently, patient experienced pain and laxity of ligaments with instability and a revision was performed in 2009, to remove and replace the bearing to a larger size.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed november 30, 2009.